Event description:
It was reported that the foot switch assembly on the 2800 system intermittently works (table up and down) and the cable is frayed. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Installed a new foot switch assembly. The system was tested and found to be working as intended and placed back into service.